Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and brady therapy remained available. Review of device memory confirmed the device was in safety core due to a double bit memory error. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Event description:
Boston scientific received information that this pacemaker was found to be in safety core. Boston scientific technical services (ts) discussed possible causes. An invasive procedure was performed. The device was explanted and successfully replaced. No additional adverse patient effects were reported.